Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-01942. It was reported that the patient underwent a system explant on (B)(6) 2019 for an unknown reason. Further information was not made available.